Event description:
It was reported that following "tka" in 2002, post-operative radiographs revealed that fragment of a drill bit used to hold drill guide remained in the bone. Pt returned to surgery the following day to remove drill tip.